Event description:
The fine needle aspiration (fna) needle would not exit the sheath once inserted down the scope. Needle was removed from the scope and determined to work outside the scope. The needle was then re-inserted down the scope. The needle was used to obtain a tissue sample, but was difficult to extend. When the practitioner tried to extend the needle outside the scope to transfer the tissue sample to pathology staff, the needle again would not extend. Staff changed to a different needle to complete the case.